Manufacturer narrative:
The device was returned to olympus, however, the evaluation has not yet begun. This report will be supplemented once the physical evaluation is completed. Additionally, the original equipment manufacturer (OEM) conducted a review of the device history records (DHR) which showed no deviations or non-conformities during the manufacturing process.

Event description:
Olympus was informed that during a urology procedure, the black tip of the sheath broke off and fell inside the patient. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported device issue. Olympus performed a visual inspection on the device and found 50 percent of the ceramic beak/tip from the distal end broken off. The broken piece was returned to olympus. No other damages found on the device. Based on similar reported events, the most probable cause of the reported device damage is likely due to user handling. The instruction manual warns the user in attempt to reduce the risk of injury that impact, fall, shock, or similar stress can result in damage to the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries of the patient and/or user.